Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) minicap transfer sets were cracked. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three actual samples were received for evaluation. A visual inspection with naked eye identified cracked main body on three units. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.